Event description:
The customer reported that their mother got up from their wheelchair and the sensor pad did not trigger the alarm to sound. The pt fell and had a rib injury. X-rays were taken and it was confirmed that there was no fractures. It was reported that the sensor pad was placed under the gel foam pad. The customer was advised to place the sensor pad directly under the buttocks.

Manufacturer narrative:
(B) (4) - rib injury. (B) (4).